Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump alarmed program alarm anomaly and power deadlock. Customer blood glucose reading was 115 mg/dl. Troubleshoot was not completed. Customer was unable to clear the alarms. The insulin pump will be returning for analysis

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime/ test, excessive no delivery test and displacement test. No unexpected alarms or audio/beep/vibrate anomaly noted during testing. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.